Event description:
During a procedure the wire was inserted into a lump in the pt's breast and the needle broke during the manipulation of the breast during surgery. The hoop on the end of the wire separated from the original piece.